Event description:
The pt, a 79 year old male, was implanted with a depuy ace captured hips screw system with a 12-hole plate. After 2 months, pt fell. Pt not sure if fall because of device breakage or device broke because of fall.